Manufacturer narrative:
As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.

Event description:
Boston scientific received info that the pt reported that his subcutaneous implantable cardioverter defibrillator (s-ICD) pocket was ripped open while changing a tire. The pt came in to the clinic and it was later determined that the pt's pocket started to erode due to infection one month prior, however had not seek medical care. The s-ICD system was explanted. The boston scientific field rep was not present at the procedure; however recommended wound care and antibiotic treatment be performed. The field rep will be returning the device.